Event description:
Additional info received from the MFR on 02/18/1999: the fracture appears to have started at the inside surface of the lower blade and travels through to the outside. This is exactly in the opposite direction of any force application. Shipping tests and force tests have failed to produce this type of failure under normal use conditions. It is believed the speculum may have been damaged during shipping, handling and storage, and the user failed to inspect it prior to use. The shelf box top panel cautions the user to inspect for damage prior to use.